Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the monitor was intermittently resetting during data download. Subsequent review of the patient's flags indicates the monitor was intermittently abnormally shutting-down. The cause of the monitor resets is likely corrupted files on the sd card. The root cause of the corrupted files cannot be positively identified. No adverse event resulted from defective sd card.

Event description:
A zoll distributor returned a monitor sn (B)(4) indicating that it was resetting.